Event description:
It was reported that when the patient was in preop, the generator was checked to get the settings and the lead impedance was good. When they changed the generator in surgery, the lead impedance was greater than 9000 ohms on the new generator. They re-inserted the pin 3 to 4 times and it was still high impedance. They confirmed the pin was fully inserted. As he was asking what else could cause it, a crack in the tubing around the lead was found and surgeon confirmed fluid was in the area of the body where the crack was found. Patient was closed and lead revision will take place at a later date. No known additional relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The representative later clarified that there was no fluid in the lead to his knowledge. The fracture that was observed looked like it could have just been the insulation, but there was a definite crack in the outer coating. The pre-op diagnostics were within normal limits. To his knowledge, the surgeon did not cut the lead during surgery. Test resistor was not used during surgery on the generator. After several attempts with the new generator showing high impedance, the surgeon plugged back in the old generator (which has shown good impedance in preop) and then it showed high lead impedance. He plugged back in the generator at that point and closed the patient and said we will do the lead revision another day. They did not enable therapy after surgery due to the high impedance. It was later reported that the patient developed an infection after surgery. This MDR houses the report of high impedance on the patient's lead. MFR ref #1644487-2022-01423 houses the report of infection on the patient's new generator. No known additional relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient underwent lead revision surgery and the explanted lead was discarded.